Event description:
It was reported that unspecified bd infusion set was kinked the following information was received by the initial reporter with the following verbatim it was reported by customer that the needleless connectors often come disconnected from the extension sets unless secured very tightly with much effort, also stated that the micro extension sets currently utilized often kink and cause occlusion alarms.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues and tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.